Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The shaft showed no damage. The middle shaft showed no damage. The stent was not returned with the device. There were no kinks or damage throughout the catheters shaft. There was no evidence of any damage or irregularities contributing to the reported deployment difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent deployment difficulty and stent damage occurred. Vascular access was obtained via a contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After predilation, a 7mm-180mm/130cm innova¿ stent was advanced to the target lesion. The thumbwheel used with normal force until the white arrow was visible. The stent was deployed without issue with the thumbwheel up to 12cm. Then the pull grip was attempted to be pulled, but it was very hard and could not pull at all. While removing the device, the stent was stretched and pulled out from the delivery system and implanted inside the patient's body. The 18cm stent was stretched to about 26cm. The procedure was completed. The pull grip was able to pull without resistance encountered post procedure. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent deployment difficulty and stent damage occurred. Vascular access was obtained via a contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After predilation, a 7mm-180mm/130cm innova¿ stent was advanced to the target lesion. The thumbwheel used with normal force until the white arrow was visible. The stent was deployed without issue with the thumbwheel up to 12cm. Then the pull grip was attempted to be pulled, but it was very hard and could not pull at all. While removing the device, the stent was stretched and pulled out from the delivery system and implanted inside the patient's body. The 18cm stent was stretched to about 26cm. The procedure was completed. The pull grip was able to pull without resistance encountered post procedure. No patient complications were reported and the patient's condition was good.